Event description:
It was reported that the ascenda catheter was exceptional for its structure, anchorage and resistance and was much more reliable than the former catheter but ¿some circumstances are also exceptional.¿ no patient symptoms were reported and no further information was provided at the time of the report. Should additional information be received a supplemental report will be filed.

Event description:
It was further provided that there was no issue with previous catheter but rather a physician comment. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID unknown_cath, serial# unknown, product type: catheter. (B)(4).